Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. A correction was made to d6b explant date since the device was not explanted, but an additional cuff was implanted.

Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), presented with incontinence. Surgical intervention was performed at a later date to add an additional aus cuff. There were no patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), is experiencing incontinence. There have been no reported problems with the original implant; however, the physician is planning to add an additional cuff to the existing device on (B)(6) 2024. There were no additional patient complications reported.

Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), is experiencing incontinence. There have been no reported problems with the original implant; however, the physician is planning to add an additional cuff to the existing device on (B)(6) 2024. There were no additional patient complications reported.

Manufacturer narrative:
Correction made to h6 device codes. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), presented with incontinence. Surgical intervention was performed at a later date to add an additional aus cuff. There were no patient complications reported.